Event description:
It was reported to boston scientific corporation that a hedgehog double-end brush was used during scope cleaning on (B)(6) 2025. During scope cleaning, the base of the brush snapped. The scope cleaning was completed with another of the same device. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of brush break.

Event description:
It was reported to boston scientific corporation that a hedgehog double-end brush was used during scope cleaning on (B)(6) 2025. During scope cleaning, the base of the brush snapped. The scope cleaning was completed with another of the same device. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of brush break. Block h11: the returned hedgehog dual-end brush was analyzed. The brush was received in two pieces. A break in the catheter was observed near the valve brush end (green handle). No kinks or damage was observed along the catheter. A dimensional analysis was performed and confirmed that the catheter was within the product specification. The reported event was confirmed. The catheter's outer diameter (od) was measured near the lower limit of the specification, while the inner diameter (ID) remained within the normal range. This resulted in a thinner wall thickness, making the catheter more susceptible to breakage when exposed to external force or impact. However, further analysis of the same batch showed that although the od was slightly below the lower limit and the ID was within range, no fractures were observed. An investigation to address this problem is in progress. Therefore, a review and analysis of all available information indicated the most probable cause is cause not established.